Manufacturer narrative:
The operative notes were received for the event and will be used in the investigation. The investigation is on going. Once additional information becomes available, a supplemental report will be submitted.

Event description:
Subject (B)(6) experienced increased in baseline pain score.

Manufacturer narrative:
This patient will continue to be monitored through their involvement in the study. At the time of this investigation and through the study documents, the surgeon has not indicated need for additional surgical intervention. This complaint is being closed recognizing that this patient will continue to be monitored through the study. If more information is made available this complaint will be reopened.

Event description:
Subject (B)(6) experienced increased in baseline pain score.

Manufacturer narrative:
Study subject (B)(6) in (B)(6) had the subchondroplasty® procedure performed on (B)(6) 2017. After reconstituting with saline, 1.7 accufill was injected into region 9 of the talar dome of the right ankle. The patient also underwent an ankle ligament repair with excision of pvns. The subject's pain increased over the follow up time frame. The investigator evaluated the intensity of the event as mild, not device related and possibly procedure related. Outcome was reported as recovered with sequelae. The product was not returned for the investigation, as it remains implanted in the patient. The DHR for the finished goods lot was reviewed, and no anomalies related to the complaint condition were noted. Once additional information becomes available about the event, a supplemental report will be submitted.

Event description:
Subject (B)(6) experienced increased pain after scp.